Event description:
It was reported by email correspondence from the user facility that a caregiver injured her back in an incident with a loaner recliner from stryker. According to the caregiver, a confused pt sitting in the chair, leaned to her right and released the tilt button/mechanism on the bottom of the chair, and tilted into basically trendelenburg position. The head of the chair was 4 inches from the floor. Two other employees and the reporter ran into the room to stop that pt from sliding backwards on the floor. As they attempted to put the chair back into the upright position, the reporter placed pressure on the seat while the other two caregivers lifted the head up. Upon one firm movement, the pt and caregiver both went flying up.